Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: j0331913v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the previous lead was bad and had to be replaced on (B)(6) 2015. No patient symptoms were reported.